Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. Model number: unknown, information not provided. Serial number: unknown, information not provided. Catalog #: catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to (B)(4) has been submitted.

Event description:
It was reported that tecnis symfony intraocular lens will be explanted from patient's operative eye due to undesirable outcome. No further information provided. This report captures 1 of 2 reported planned explants. A separate report is being submitted for the second event.

Manufacturer narrative:
This supplemental report is 1 of 2. Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be verified. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.